Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d procedure on (B)(6) 2026, that the c-arm of the system experienced jerking motion. It was reported that the c-arm control insert buttons on the system were worn and loose. The user site reported that this caused the system to register an input despite the fact the buttons were not pressed during the event. The user site reported that they observed the c-arm rotating without user input. It was reported that the user was able to stop the machine, and the inserts were subsequently replaced. No user or patient injuries were reported. No further information is currently available.